Event description:
It was reported that on (B)(6) 2022 during the patient's implant admission, red blood was noted near the rectum. The patient's hemoglobin dropped to 4.6 on (B)(6) 2022 from their baseline of 9. The patient underwent a scope on (B)(6) 2022 which demonstrated a bleed in the duodenum. This was treated with a clip and four units of packed red blood cells (prbcs). On (B)(6) 2022 a large bloody bowel movement occurred while the patient was still inpatient. The patient was scoped again which demonstrated old blood buildup. Aspirin was stopped. The patient was treated with four units of prbcs on (B)(6) 2022 and continued with no aspirin. Their international normalized ratio (inr) goal was reduced to 1.8-2.2 from their baseline goal of 2-2.5. The patient refused the octreotide recommendation by their clinician. The bleed resolved and the patient was discharged on (B)(6) 2022. The bleeding has not reoccurred and the patient was monitored outpatient on an ongoing basis. The healthcare professional stated they believe the gastrointestinal (gi) bleed was related to the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.